Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company with a product complaint, concerns a patient whose age, gender, and ethnicity was not provided. The patient was taking an unspecified medication via a reusable humapen savvio (gray) device for the treatment of an unknown indication. On an unknown date, the humapen savvio pen (gray) was reported to have an unspecified product complaint ((B)(4)/lot number 1311v05). On 18jul2018, the device was returned to the manufacturer. The operator of the device was unknown. It was unknown if the user was trained. Information on the duration of use for the device model and suspect device duration of use was not provided. The suspect humapen savvio (gray) device was returned to the manufacturer on 18jul2018. Edit 17aug2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 19oct2018 in the b.5. Field. No further follow-up is planned. This is a downgrade report, which no longer meets the criteria for expedited reporting. Evaluation summary: patient returned humapen savvio device to manufacturer with no specified complaint.no adverse event was reported.initial screening of device associated case reportable malfunction "bulkhead failure." Investigation of returned device(batch 1311v05, november 2013)determined case was not associated with reportable malfunction.bulkhead subassembly was intact/appeared normal.however,device was not functional.investigation found glue bond failure between dial nut housing and bulkhead.bulkhead sleeve keys were missing,and attributed to excessive axial force being applied on dial with glue bond failure.pen housing was damaged near the housing collar due to unknown excessive force in field.its unknown if excessive force contributed to glue bond failure, which is not considered to be a reportable malfunction.also,investigation found foreign material inside front housing collar and inside barrel.foreign material was introduced while in field and not related to manufacturing process.impact of foreign material on device functionality is unknown.comprehensive manufacturing investigation, including batch record review/retention sample review/complaint history review did not identify deviations/events related to glue bond failure, and no indications of inadequate glue quantity/curing issues were identified.investigation did not identify any manufacturing-related root causes for observed glue bond failure,therefore no corrective action is planned at this time.all humapen savvio devices are assessed for injection screw travel at end of manufacturing process,ensuring device functionality with high probability.core user manual instructs to not use device if it appears broken/damaged and contact lilly/healthcare professional for replacement pen.user manual also provides care/storage directions.there is evidence of improper use.foreign material contamination of device occurred while in field (not related manufacturing process).misuse might not be relevant to functional issues with device.

Event description:
Lilly case ID: (B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company with a product complaint (pc), concerns a patient whose age, gender, and ethnicity was not provided. The patient was taking an unspecified medication via a reusable humapen savvio (gray) device for the treatment of an unknown indication. On an unknown date, the humapen savvio pen (gray) was reported to have an unspecified (B)(4). Lot number 1311v05). On 18jul2018, the device was returned to the manufacturer. The operator of the device was unknown. It was unknown if the user was trained. Information on the duration of use for the device model and suspect device duration of use was not provided. The suspect humapen savvio (gray) device, which was manufactured in nov2013, associated with product complaint (B)(4). Was returned to the manufacturer on 18jul2018. Edit 17aug2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 08oct2018: additional information was received from the global product complaint database on 08oct2018. Reiterated (B)(4). With lot number 1311v05 relating to the humapen savvio (gray) device, which was returned to the manufacturer on 18jul2018. As a device specific safety summary was not provided, the malfunction and malfunction type was not updated to no. Corresponding fields and narrative updated accordingly. Update 19oct2018: additional information received on 19oct2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and canadian (EU/ca) device information, improper use and storage from no to yes, malfunction from yes/cirm to yes/not cirm, and device return status to returned to manufacturer. Added date of manufacturer for (B)(4). Associated with lot 1311v05 of humapen savvio (gray) device. Corresponding fields and narrative updated accordingly. Edit 01nov2018: updated medwatch fields for expedited device reporting; no new information added.